Event description:
"Caller alleged discrepant results compared with the reference. Results as follows:" date: (B)(6) 2012, inratio: 3.2, reference: (doctor's meter): 7.0. Therapeutic range: unk.

Manufacturer narrative:
Investigation pending.